Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:11-103208 lot number:450940 brand name: taperloc stem. Catalog number:11-173663 lot number: 395990 brand name: m2a 38head. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01925, 0001825034-2019-02103. Visual inspection of the intraoperative pictures identified that a large mass of brownish tissue was excised from the patient. No further analysis could be performed with the images provided. Revision operative notes states that the patient underwent revision of left total hip arthroplasty due to pain, pseudotumor, metallosis, elevated metal ions, and osteolysis. The femoral head was revised. Preoperatively, osteolytic lesions in the greater trochanter and above the acetabulum were noted in the x-rays. Cobalt and chromium levels were significantly elevated. Significant metallosis and pseudotumor around adductors and greater trochanter with thinning bone to an eggshell was noted. During the procedure, large mass of metal stained tissue was excised and debrided. Minimal corrosion was noted on the taper. The acetabulum was noted to be stable and the cup was left invivo. While attempting to remove the stem, the greater trochanter cracked and broke off posteriorly attached to the posterior abductors. The stem was left in-vivo as it was stable. The greater trochanter was bone grafted and held in place with 3 cables. Desired fit and stability was achieved. No complications occurred during the procedure. Reported event was confirmed by review of x-rays and intraoperative pictures provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in the patient.

Event description:
It was reported that the patient was revised due to pain, elevated metal ions, tissue damage, osteolysis, corrosion and bone loss approximately 14 years post implantation. Attempts have been made and additional information on the reported event is unavailable.